Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl. The blood glucose was raised because the cannula was not attached correctly. The customer attached it when noticed but again it was not attached correctly and blood glucose of the customer raised to 600 mg/dl. The high blood glucose level of the customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.